Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The patient had a PICC line placed for total parenteral nutrition. On two separate occasions, a crack in the lumen was noted just beneath the hub in a short space of time after their insertion (MDR# 1820334-2016-00606). The PICC lines were removed and a new line was inserted. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation/evaluation: during the course of the investigation, a review of the complaint history, device history record, and specifications of the product was conducted. A review of the production documentation was conducted. Specific issues with the current manufacturing controls that may have contributed to this incident were not observed. There is no evidence to suggest that the device was not made to specification. The complaint device was not returned. Therefore, a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Event description:
The patient had a PICC line placed for total parenteral nutrition. On two separate occasions, a crack in the lumen was noted just beneath the hub in a short space of time after their insertion (MDR# 1820334-2016-00605 and 1820334-2016-00606). The PICC lines were removed and a new line was inserted. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.